Manufacturer narrative:
This report is submitted on october 26 2021.

Manufacturer narrative:
This report is submitted on september 01, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral antibiotics (date and duration not reported). Subsequently, the electrode lead extruded into the external auditory canal resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report.